Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 16 years ago. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event without device examination. However, although not returned, it would not be unreasonable to find poly material wear after approx 16 years implanted. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.